Event description:
Our rep is reporting to us that during a subacromial decompression, the s90 got way too hot inside the joint, charring of the tissue occurred. They used another new s90 to complete the procedure with a 5 minute delay and are reporting no patient harm.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device awaiting return.

Manufacturer narrative:
Thirty five (35) days have passed since this issue was first reported to mitek. The surgeon states that no treatment was needed, there was no extended hospital stay, patient¿s status and prognosis is good. The complaint device is not being returned for evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.